Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The DHR review could not be performed without a lot number. Therefore, no additional action required at this time. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the catheterization was performed after the operation. Then it was found that the flow of drainage was not smooth and the catheter fell out. Patient experienced pain while catheter reinsertion. As per the follow up information received via ibc on 21may2023, clarified that the pain was due to the catheter used and there was damage on the balloon.

Event description:
It was reported that the catheterization was performed after the operation. Then it was found that the flow of drainage was not smooth and the catheter fell out. Patient experienced pain while catheter reinsertion. As per the follow up information received via ibc on 21may2023, clarified that the pain was due to the catheter used and there was damage on the balloon.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). A potential root cause for this failure mode could be due to thin sac causing by short latex dwell time, latex dip speed out too slow. The DHR review could not be performed without a lot number. Therefore, no additional action required at this time. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the catheterization was performed after the operation. Then it was found that the flow of drainage was not smooth and the catheter fell out. Patient experienced pain while catheter reinsertion. As per the follow up information received via ibc on (B)(6)2023, clarified that the pain was due to the catheter used and there was damage on the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.